Event description:
On (B)(6) 2015 the representative reported that the explanted product was isolated in the head surgical nurse's office. The representative was to recover the device in (B)(6) and return it for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regards to a patient in (B)(6) who was being treated with baclofen intrathecal (2000 mcg/ml; 545.5 mcg/day). The specific type of baclofen, lot number, concomitant medications, and medical history could not be obtained. On approximately (B)(6) 2015, the patient began to experience a return of spasticity and the pump began to alarm. The patient was seen by a physician on the morning of (B)(6) 2015 who interrogated the pump. The physician's programmer indicated a motor stall. The pump was re-programmed twice in an effort to restart the pump, but the motor remained stalled. It was planned for the pump to be explanted and replaced on approximately (B)(6) 2015. At the time of the report, the issue had not been resolved and the patient was alive without injury. Additional information was requested to clarify the cause of the event/motor stall, explant date, and patient outcome. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from a company representative who indicated the cause of the motor stall was not known and the pump logs were not available. The device had been explanted on (B)(6) 2015 and would be returned as soon as possible. The patient was now receiving effective therapy with his new pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.